Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the user injected the fluid injection into the proximal lumen after placement of the catheter, leak occurred from the insertion site. Therefore, the catheter was removed and replaced with a new one. Injection into the distal lumen was without problem. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "when the user injected the bfluid injection into the proximal lumen after placement of the catheter, leak occurred from the insertion site. Therefore, the catheter was removed and replaced with a new one. Injection into the distal lumen was without problem. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen catheter for analysis. Signs of use were observed on the catheter. The catheter body was intentionally severed. Visual analysis revealed signs of suturing on the catheter body distal to the clamp catheter/box clamp assembly. The clamp catheter/box clamp assembly was attached around the 6 cm mark. The catheter body length from the juncture hub to the distal tip measured 215 mm , which is within the specification limits of 207-227 mm per catheter product drawing. The catheter body outer diameter measured 2.46 mm, which is within the specification limits of 2.36-2.46 mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to both extension lines and flushed. No leaks or blockages were observed when flushing the catheter. The catheter was clamped adjacent to the sever site (distal to the suture strings) and the catheter was flushed again. No leaks or blockages were observed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. Functional testing could not be performed on the severed distal end of the catheter body. A device history record review was performed, and no relevant findings were identified. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an insertion site leak was not confirmed through complaint investigation of the returned sample. The returned catheter body was intentionally severed by the customer. No leaks or blockages were observed on the portion of the catheter with the extension lines; however, the severed distal end of catheter body could not be functionally tested. Visual analysis did not reveal any defects or anomalies on any part of the catheter body that would suggest a leak. The catheter met all relevant dimensional requirements, and both lumens passed functional leak testing performed per iso 10555-1 with no evidence of leakage, backflow, or inter lumen crossover observed with any of the lumens or at the juncture hub. Based on these circumstances, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the user injected the bfluid injection into the proximal lumen after placement of the catheter, leak occurred from the insertion site. Therefore, the catheter was removed and replaced with a new one. Injection into the distal lumen was without problem. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".